Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer replaced the cartridge, after which the pump resumed normal operation.